Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2024-00008 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while testing with the bd phoenix¿ m50 automated microbiology system patient isolates were misidentified. No patient impact was reported.

Event description:
It was reported while testing with the bd phoenix¿ m50 automated microbiology system patient isolates were misidentified. No patient impact was reported.

Manufacturer narrative:
E.1 initial reporter address 1: (B)(6) h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.